Event description:
It was reported the patient had a return of symptoms 'recently' and it seemed like the device was going 'on and off on it's own.' It was stated a 'triangle warning and clock face' were seen when the patient felt like the device was turning off. The patient would become paralyzed when the device went off. As of the date of this report, the implantable neurostimulator was on. The patient was to meet with the healthcare provider (hcp). Two days later, it was reported that 'something happened to patient' two days previous. It was stated that 'all of a sudden' the patient was unable to do anything. The patient had difficulty walking and speaking. It was noted the patient 'looked great' at the appointment with their hcp, but 'was not as mobile' as they had been in the past. Impedances were reported normal and stimulation was on at the appointment. It was further noted that stimulation had been in use for the last few days. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 278130001, implanted: (B)(4), product type accessory; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v688050, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v663227, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v688050, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v663227, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported that the patient experienced improved symptom control when the patient increased their medication. It was also noted that the patient did not require hospitalization and the patient recovered without sequelae. It was later reported that the cause of the event was the patient had a change in symptoms due to disease progression. It was noted the patient was instructed to increase their medication on (B)(6) 2013, which the patient did not do immediately until another episode of increased symptoms.

Manufacturer narrative:
(B)(4).